Manufacturer narrative:
(B)(4). The root cause of the reported event has not been determined; no explanted product or lot info has been provided to nuvasive for mfg record review. The pt's activity level and adherence to the post-operative care plan prescribed by the surgeon are unk. Posterior fixation was not added at the level of the reported screw failure (l5-s1). This may have caused or contributed to the reported issue.

Event description:
A lateral interbody fusion was performed at the l4-l5 spinal level and adn hyperlordotic peek interbody implant was inserted into the l5-s1 disc space via an anterior approach at the same time. Initial surgery date was (B)(6) 2014. Unilateral posterior fixation was implanted at l4-l5, but not extended to s1. Approx four weeks following the initial surgery, the surgeon reported the two inferior (s1) screws in the inter-fixated anterior construct had fractured. This was discovered during routine radiographic follow up. The pt is reportedly asymptomatic adn no revision surgery is reported to have occurred.